Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed the leak location between the components housing and the tubing. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least three (3) (between 3 and seven (7)) cysto/bladder irrigation sets leaked. The location was further specified as leaking from where "the tubing connected to the spiking port" or water leaking from "the bottom of the drip chamber where the tubing connects to the drip chamber"; there was no medication loss. This occurred during a hysteroscopy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.